Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported unknown side breakage. Device status unknown.

Event description:
Healthcare professional reported broken tissue expander on unspecified side. Replacement tissue expander was used and surgery was completed.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: yellow particles inner device, opening curved on anterior and wear abrasion. Leak test and microscopic analysis was performed which identified: striated opening on anterior. Based on the device analysis the final assessment is: a striated opening on anterior assessed as surgical damage consist in the use of some surgical tool.

Event description:
Healthcare professional reported broken tissue expander on unspecified side. Replacement tissue expander was used and surgery was completed. The faulty device was not implanted.